Manufacturer narrative:
Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 08/04/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/02/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had a channel error. Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per the customer, patient demographics will not be provided.

Event description:
It was reported that the device had a channel error. Per customer, no further information will be provided.